Event description:
Pt admitted to hospital for removal and replacement of st jude aortic valve secondary to perivalular leak and severe aortic insufficiency. Pt also had repair of tricuspid valve, replacement of pt's own mitral valve and coronary artery bypass graft x 1. Original st jude aortic valve was placed in 1994. Pt has possession of resected aortic valve per their request.